Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 establishment name: (B)(6).

Event description:
The customer reported to olympus, the insufflation unit had an overpressure warning displayed during an appendectomy procedure. The same phenomenon occurred after changing to a different device, but the phenomenon disappeared after switching to small cavity mode. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned for evaluation. Therefore, the root cause reported failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that although there was a procedural delay, the duration of the delay is unknown. However, it was confirmed that there was no impact to the patient.